Manufacturer narrative:
It was reported that a primary alarm failure had occurred. A field service technician (fst) went onsite and confirmed the reported issue. The fst determined that a replacement of the central processing unit (cpu) printed circuit board assembly (pcba) was required. The investigation is ongoing.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The cpu pcba was tested and the failure was confirmed. Pil tested the cpu pcba with a standard test bed (stb) install and confirmed that the error code occurred during the testing on the stb. Pil also confirmed that the error would occur with the use of the on/off button as well as a raspy and audible tone during a hardware power fail. Pil confirmed the cpu pcba was faulty.

Manufacturer narrative:
It was reported that a primary alarm failure had occurred. A field service technician (fst) went onsite and confirmed the reported issue. The fst determined that a replacement of the central processing unit (cpu) printed circuit board assembly (pcba) was required. The fst replaced the cpu pcba to resolve the reported issue. The fst replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a primary alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a primary alarm failure had occurred. The investigation is ongoing.